Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient could not hear with the device and has made no progress with spoken language. The child will likely be re-implanted but no date is available at this time.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. Based on received information, the observed elevated impedances were most likely due to device unrelated medical reasons. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient could not hear with the device and has made no progress with spoken language. The child will likely be re-implanted but no date is available at this time. The patient was re-implanted with a cochlear implant. Despite requested, information about in situ testing and performance with the new device could not be retrieved.